Event description:
It was reported that a spectrum pump powered off when the battery was moved. This occurred during an unspecified process step. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: h3, h6, h10: the device was received for evaluation. During functional testing, the device powered off intermittently. A review of the event history log revealed multiple 'improper shutdown' messages. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined to be a damaged alternating current power port and corroded battery contact pin. The rear case requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.